Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (battery compartment damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-product analysis:the device was returned and evaluated by product analysis on 09/14/2015 with the following findings:the complaint could not be investigated due to a keypad response issue. Review of the pump¿s black box revealed related events. A battery compartment crack was observed; moisture was observed within the battery compartment; leak testing revealed a battery compartment leak. The returned battery cap was undamaged and the cap was able to secure properly to the pump. Moisture was observed on the pump¿s internal components.